Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient underwent an open reduction and internal fixation (orif) of the wrist using a variable angle locking compression plate (va-lcp) dorsal radius plate. During the surgery, the surgeon bent the plate using an unknown bending pliers with no excessive force, but the plate broke off. Thus, the surgeon used an alternative unknown plate to successfully complete the procedure. There was a surgical delay of ten (10) minutes. There was no patient consequence reported. Concomitant medical products reported: unknown bending pliers (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va-lcp drsl dstl rad t-plate/3h hd/5h shaft. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: screwdriver shaft, stardrive (part 314.467, lot# unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 04.115.350 lot: l056931 manufacturing site: raron release to warehouse date: 21.jul.2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.